Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, heavily calcified circumflex lesion. The 3.0x12mm rx nc trek balloon dilatation catheter met resistance with the 6f guidliner then the shaft separated. The entire system was removed as a single unit. A new 3.0x12mm unspecified balloon was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed; however, the reported difficulty advancing could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device through the guiding catheter; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.